Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 179 cm., body mass index (bmi) 24.0 kg/m2. A review of the event information provided was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso). The mso concluded that the adverse event described is not related to a da vinci product but possibly related to the procedure. Furthermore, the mso stated: "the patient in this report had a serosal injury to the bowel which was repaired at the time of the index operation. No additional complications were reported as part of this injury. The patient¿s multiple prior operations likely contributed to this event. Therefore, it is possibly related to the procedure although more likely related to the patient¿s disease. There is no evidence the jura system, jura procedure, or the da vinci device contributed to this event."

Event description:
A patient in a study underwent a da vinci-assisted and jura system low anterior resection procedure. The surgical procedure was reportedly complex due to previous abdominal surgery with adhesions and stoma placement. Adhesiolysis was required to obtain adequate visualization. During dissection, an unintended small bowel serosal injury occurred. The injury was immediately recognized and repaired with sutures. The event was resolved intraoperatively on the same day. The procedure was completed using the da vinci surgical system without any device malfunction. The study investigator reported the event as mild severity, not a serious adverse event, a olso classification grade I, not related to the study procedure, not related to the jura system, not related to the da vinci system, not related to a third-party device, but probably related to the patient's underlying disease status. The patient's prior health condition (prior surgery and stoma placement) may be relevant to this event.